Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained at home and continued to use the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 02/2012 - reuse. Electrode belt (B)(4): 04/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014. The lifevest treated the pt at 14:50:36 and 14:54:40. The rhythm at the time of the treatments was sinus tachycardia with non-sustained ventricular tachycardia (nsvt) at 133 bpm and 143 bpm. Nsvt contributed to the false detections. The response buttons were pressed intermittently but were not pressed during the treatment sequences that resulted in the inappropriate defibrillation treatments. The pt was at home with his wife at the time of the event. The pt remained at home and continued to use the lifevest.